Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with high blood glucose level of 585 mg/dl, 345 mg/dl, 372 mg/dl and 411 mg/dl. The customer reported that they were treated with injections at the hospital. The customer reported that they did not experienced any symptom due to high blood glucose level. The customer alleged the insulin pump for under delivery. They stated that the insulin pump did not enter the auto mode. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.